Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following a completed atrial fibrillation ablation procedure involving isolation of the pulmonary veins only using pulsed field ablation (pfa), the patient experienced right sided weakness 30 minutes post procedure while in the recovery unit. Activated clotting times (act) were monitored throughout the procedure, with an extra 1000 iu bolus of anticoagulant administered after the last act since the reading was just below the recommended target. No pre-procedure transesophageal echocardiogram was performed. The right sided weakness was assessed with a head computed tomography scan, which showed no abnormality. The patient¿s hospitalization was extended, and the patient was kept in overnight. No further patient complications have been reported as a result of this event.

Event description:
A magnetic resonance imaging (MRI) was performed which was clear. The patient has fully recovered.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.